Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a nanocross 014 percutaneous transluminal angioplasty balloon catheter was used during a procedure to treat a c alcified lesion in the patients anterior tibial artery. A spider fx embolic protection device was used. The vessel was pre-dilated. No resistance was encountered when advancing the device. Removal difficulties were reported. The balloon catheter was removed succe ssfully in tandem without injury or intervention, and it did not catch upon the sheath during withdrawal. No vessel damage was reported. The procedure was completed using a new medtronic device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the difficulty occurred when removing device from inside the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.